Event description:
The customer reported on (B)(6) she activated a new pod. She noticed her bg kept climbing despite all the boluses (exact dosage not provided) that were given. Upon removal she noticed a kink in the cannula and was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.